Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was being performed to treat grade 4 degenerative mitral regurgitation (mr). A pericardial effusion was observed at the beginning of the procedure. Pericardiocentesis was performed during and after the procedure. There was very minimal blood loss, however the patient was taken to the intensive care unit. Patient is now stable hemodynamically. The physicians explained that the pericardial effusion was related to the transseptal puncture that was very difficult or due to the advancement of the clip in the anatomy as the pericardial effusion was observed at the level of the roof of the atrium. A drop in blood pressure was also observed, but was able to be raised to 8 then 11 during the procedure after administration of catecholamines. Mr was reduced to grade 2 after implantation of one clip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion is related to procedural conditions (difficult transseptal puncture or advancement of clip in anatomy). The reported hypotension appears to be a cascading event of the pericardial effusion. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.